Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen needle autoshield duo 30gx5mm USA leaked during use. The following was reported by the initial reporter: "it was reported that when the consumer was taking the injection, the insulin leaked onto her skin. Verbatim: consumer stated, when taking injection, insulin leaked onto her skin stated, she had to use a second pen needle to get her injection stated, she cannot afford the pen needles".

Event description:
It was reported that a pen needle autoshield duo 30gx5mm USA leaked during use. The following was reported by the initial reporter: "it was reported that when the consumer was taking the injection, the insulin leaked onto her skin. Verbatim: consumer stated, when taking injection, insulin leaked onto her skin stated, she had to use a second pen needle to get her injection stated, she cannot afford the pen needles".

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.